Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28424. It was reported a patient's right ventricular (rv) lead and left ventricular lead presented with dislodgement due to twiddlers syndrome. This was discovered in the emergency room in which the rv lead had no sensing and no capture. Both leads were explanted and the rv lead was replaced in a procedure on (B)(6) 2021. Post-procedure the patient status was stable.